Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was reviewed. The photo shows the device in opened condition and the package label side up. It is unknown whether the package was opened by the user or it was not sealed correctly. The plastic tray is not visible. No tear, rips or holes were noted to the tyvek package. And the photo doesn't shows the tear or crack in the package. Based on the photo review, the investigation for tear, rip or hole in the device packaging is inconclusive. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2022).

Event description:
It was reported that prior to a breast biopsy procedure, the device package was allegedly damaged. There was no patient contact.